Event description:
It was reported that a physician performed a dilatation and a hysteroscopy prior to a myosure for uterine tissue removal procedure. At the time of myosure hysteroscope insertion the physician visualized a perforation of the uterus. The physician aborted the procedure. There was no intervention required and the patient was discharged home.

Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. (B)(4).